Event description:
A balloon was prepped in normal fashion. The balloon was not inflating outside of the body, it was tried many times to keep prepping and trying again but it would not fully inflate on the stingray catheter. A new balloon was used and worked just fine.